Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.5/1.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchanged resolved the problem. Unknown was reported to be the cause of this event.